Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. This pump was returned on 4/2/2024. Analysis of the returned device was completed on 4/9/2024. The pump appears to have fluid damage in the pump to the point that the silver latch which is used to connect the administration set to the device isn't functional. The pump was unable to be tested with the testing protocol for battery and power complaints due to the inability to connect to the rest of the infusion system. The event log was reviewed and confirms that there was an abrupt power off during an infusion. This is seen by the log_event_on lines without a log_event_off with it. This occurred beginning on lines 70. Reported issue found, device not performing to specification. A CAPA has been opened in order to fully diagnose and address the root cause of the reported event.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 02/20/2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.